Event description:
It was reported that the cartridge was not fitting properly on the pump. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to inspect and clean the pump, particularly the pneumatic tap area, and was advised to reload the original cartridge. Following these instructions, the customer was able to resume insulin therapy successfully.